Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was received from this patient's communicator indicating high, out-of-range shock impedance from the right ventricular (rv) lead. Boston scientific technical services was contacted and confirmed the shock impedance increase was gradual. It was recommended to increase the impedance alert limit of the device and continue with routine remote monitoring. At this time, the rv lead remains implanted and no adverse patient consequences were reported.